Event description:
A surgeon reported the start up display appeared and the system stopped working during a vitreoretinal procedure. The procedure was completed after rebooting the system. There was no patient harm reported.

Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).